Event description:
It was reported that after implant there was excellent distribution of the parasthesias produced by the implantable neurostimulator (ins), but it did not control the pain. He reported having a very successful response to the stimulation, however ¿unfortunately the pain just seemed to burn right through the stimulated area.¿ the stimulation was never able to relieve his pain. He could turn the stimulation up as high as he could stand and yet the pain relief was minimal to nonexistent. The patient¿s medications were altered multiple times. In (B)(6) 2008, the patient reported wanting the ins removed. On (B)(6) 2008, the patient presented with the postoperative diagnosis of ¿exhausted spinal stimulator.¿ he underwent surgery, which consisted of the removal of the ins with retention of the spinal electrode. No complications were reported. The final patient outcome and more details about the event were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0427835v, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).